Event description:
Health professional reported lap-band ap system removal due to "continuous vomiting."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Vomiting is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.